Event description:
According to the reporter, occurred during a testing. The scope was damaged. The issue prohibits use. There was no medical intervention required and no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was not used in a surgical procedure. A visual inspection was performed and showed the distal cover glass is scratched and leaky, a dent in the outertube, the outertube is jolted, laser weld damage, outertube needs to be exchanged, and the stopcock is damaged and leaky. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed condition was determined to be a result of a misuse of the product. The instruction for use recommends "careful inspection of the operative headpiece before and after the procedure for possible signs of damage. Immediate detection and repair of minor damage will extend the life of the operative hysteroscope." Damage may occur if the headpiece is handled roughly during use. Excessive forces may result in traumatic insertion, chipping particles of the optical glass, or other damage to the unit. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.